Event description:
Received the following info: following a coronary angioplasty procedure in 2001, the right femoral artery site was closed with a perclose device. Three days later, the pt presented to the hosp for an unspecified follow-up visit. Four days later, the pt presented to the hosp and was diagnosed with evidence of an "infection based on positive blood culture for staphylococcus aureus and a perclose suture in the artery. The following day, "surgery was performed where the perclose closure device was removed."